Event description:
Approximately two years post hvad implantation, the site reported that the patient was experiencing issues with the performance of their battery. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair,which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.